Event description:
It was reported by the rep the device was used during a laparoscopic gastric bypass. It was reported the surgeon used 2,-512h (new streched gaskets), both gaskets tore and leaked carbon dioxide, 1seals were used to fix the leaks. Rep also reported the shaft of the sw100 leaked carbon dioxide throughout the case. The surgeon switched to the endo-stitch. There was no consequence to the pt.